Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive all buttons due to unlocked j2 or lcd keypad connector, also device had flattened all buttons dome switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that insulin pump had keypad anomaly . Insulin pump had been malfunctioning for a while with the buttons, but today, it failed completely in which none of the buttons would work at all. Customer's blood glucose value was 260 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.